Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for long charge time was observed. Multiple in-clinic manual cap maintenances was performed and the charge times were found to be within limit. The cap maintenance interval was increased from 3 months to 1 month. The device remains implanted.

Event description:
New information received indicates that another alert for capacitor maintenance charge time out was observed through remote transmission. The device was explanted and replaced. The patient was in excellent condition post-procedure.